Manufacturer narrative:
Qn#: (B)(4). Visual inspection was performed to 1 sample received of product code a-6000-08lf (pe adult-ped dry/ wet lf). Sample shows an open seal from tyvek section, insert has information written on and eto dot was placed in seal section instead of on eto tape according to product configuration. Based in visual inspection the product was manipulated and it not returned according to original product configuration. The open section reported is not sealed as part of manufacturing activities the seal of this section is provided by vendor. A visual inspection of current inventory in plant was review and not issues were detected all pieces contains a complete seal. The device history record of the fg has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Involved component p/n tfx-000633, batch number is e0038544 from supplier steripack us llc (vendor # (B)(4)). No quality reports were found during incoming inspection, see attached record. Although the condition reported can be observed on the samples provided, there is no sufficient evidence to assure this issue was originated during the other remarks: manufacturing of this product has been notified. Since the manufacturing process of the involved component belongs to the supplier assembly process, samples will be sending in order to be evaluated. Responsible: (B)(4). Date: october, 31, 2017. Customer complaint is confirmed based on open seal observed in sample. Although the condition reported can be observed on the sample provided, there is no sufficient evidence to assure this issue was originated during the manufacturing process. Since the manufacturing process of the involved component belongs to the supplier assembly process, samples will be sending in order to be evaluated.

Event description:
The sterile bag did not seal in the factory, so the sterility was compromised. The or could not use it. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. The device history review shows that the product was assembled and inspected according to our specifications. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The sterile bag did not seal in the factory, so the sterility was compromised. The or could not use it. There was no patient injury.